Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10

Event description:
It was reported that an unspecified number of bd autoshield duo pen needle 30ga 5mm experienced safety shield failure and was involved in a needle stick injury during use. After the device had been used on a patient, the device operator received a needle stick injury. They stated that the shield/cap failed to cover the needle after use, leaving the needle exposed. It has not been specified whether any medical intervention was sought/received as a result of the injury. The following information was provided by the initial reporter: material no: 329515. Batch no: 9015713. Verbatim: we had a staff member acquire a needle stick while using the bd autoshield duo 30gax 3/16" on 11/26. The staff member indicated that the product was defective and the shield did not cover the needle again after being used. The product number is 329515, the lot number is 9015713, and the expiration date is 02/2022.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd autoshield duo pen needle 30ga 5mm experienced safety shield failure and was involved in a needle stick injury during use. After the device had been used on a patient, the device operator received a needle stick injury. They stated that the shield/cap failed to cover the needle after use, leaving the needle exposed. It has not been specified whether any medical intervention was sought/received as a result of the injury. The following information was provided by the initial reporter: material no: 329515, batch no: 9015713. Verbatim: we had a staff member acquire a needle stick while using the bd autoshield duo 30gax 3/16" on 11/26. The staff member indicated that the product was defective and the shield did not cover the needle again after being used. The product number is 329515, the lot number is 9015713, and the expiration date is 02/2022.